Manufacturer narrative:
Implant date and g4 date.

Manufacturer narrative:
Correction: g4 - date received by manufacturer should have been oct 9th, 2020 for additional report # MDR-2020-38772-01. G4 - date received by manufacturer should have been oct 20th, 2020 for additional report # MDR-2020-38772-02.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) number is unknown because the serial number and part number were not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31559. It was reported the patient experienced ineffective therapy. In turn, the patient underwent surgical intervention wherein both existing leads were explanted and replaced and repositioned. Therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.